Event description:
When ob-gyn physician attempted to perform a bladder study on a pt in physician's office, ethicon gynecare monitor was connected to computer and did not register. Device was replaced with no adverse outcome to pt.